Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was unable to be program. The patient¿s valve setting was not changing upon x-ray examination.

Manufacturer narrative:
UDI information (B)(4). A sample was received for evaluation. The hakim programmer was returned to san diego service center for failure analysis. The results were confirmed. The unit displayed a message of "transmitter cooling, please wait." The technician could not get to the valve setting due to a bad transmitter head. The technician replaced the transmitter head and retested. All tests passed. Based on the failure analysis, the root cause of the ¿cooling-down message¿ was due to a too high temperature caused by too many programming attempts in a short time period. The effect of ambient temperature on valve programming also plays a major role in how many programming cycles can be completed before the transmitter reaches the temperature shutoff point and the message ¿transmitter cooling please wait¿ is displayed. It also has an effect on how quickly the transmitter will cool. In warm ambient environments, the programmer reaches the temperature shut-off point much more quickly, and cools much more slowly than in cooler ambient environments. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that a hakim programmer was not able to program the valve. The patient¿s valve setting was not changing upon x-ray examination.